Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
Patient reported that she was feeling like she had low blood glucose while she was at work. She checked her blood glucose and she was 56 mg/dl while wearing the pod between 4 and 24 hours on the arm. She suspended her insulin on her pod and ate 5 glucose tablets. About 5 minutes later, the patient lost consciousness and had a seizure. At 11:30 am a coworker took her to the emergency room (ER), she works at the hospital she was treated in. When she regained consciousness her blood glucose was 46 mg/dl. She was placed on ivs of d50 and fluids. The patient does not remember what fluids she was given. When they took her off the d50 IV her blood glucose was 239 mg/dl. When she was discharged from the hospital at 3:00 pm her blood glucose was 160 mg/dl. While she was at the hospital she was diagnosed with hypoglycemia with seizure.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in an over-delivery of insulin. No other defects or deficiencies were found during the investigation.